Manufacturer narrative:
Date sent to the FDA: 1/25/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient experienced sui, uterovaginal prolapse, cyctocele, rectocele, and enterocele and underwent concurrent total vaginal hysterectomy procedure. It was reported that she underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that following insertion the patient experienced bladder outlet obstruction, vaginitis, dyspareunia, urinary incontinence and mesh exposure in the vagina. It was reported that patient underwent removal of mesh on (B)(6) 2017. No additional information was provided.